Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported balanced phacoemulsification tip broke off in the patient's eye as soon as the ultrasound was started. There was no damage to the patient's eye because the tip was held in place with the "pink" sleeve. The product was replaced to complete the procedure. Additional information was requested; the patient underwent cataract procedure for the left eye.

Event description:
Additional information was received from the reporter indicating the broken tip was removed from the patient's eye and the procedure was completed during the same intervention.

Manufacturer narrative:
One opened phacoemulsification (phaco) tip loose in a plastic bag was received. The phaco tip was visually inspected and deemed nonconforming, the phaco tip was broken across the air bypass (ab) hole with a jagged edge. The broken tip area was not returned. The phaco had even wall thickness and there was wear on the threads, back of flange and nut corners that was consistent with use. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo provided was reviewed and the photo is of a broken phaco tip in a tray, the reported product complaint is confirmed. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).